Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that during the index procedure on (B)(6) 2011, the 2.5 x 18 mm xience v stent was implanted in the distal right coronary artery and plain old balloon angioplasty was performed to treat an area of stenosis in the mid right coronary artery. The patient was discharged on (B)(6) 2011. On (B)(6) 2012, the patient presented with silent ischemia. A revascularization procedure was performed on (B)(6) 2012, to treat stenosis in the mid right coronary artery, which had not been previously stented. The 2.5 x 18 mm xience v stent in the distal right coronary artery (rca) was patent with 0% stenosis and required no treatment. No additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure in the distal right coronary artery with placement of a 2.5 x 18 mm xience v stent. Approximately 9 months post stenting procedure, restenosis and silent ischemia were noted and the patient underwent a revascularization procedure. An electrocardiogram was performed on (B)(6) 2012 and noted no myocardial infarction. Cardiac enzymes performed on (B)(6) 2012 were within normal limits. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.